Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently fentanyl, bupivacaine, baclofen, and dilaudid via an implanted pump for spinal pain. The patient was currently receiving the following medications via their pump: fentanyl with concentration 50.0 mcg/ml at a dose rate of 8.542 mcg/day, bupivacaine with concentration 5.0 mg/ml at a dose rate of 0.8542 mg/day, baclofen with concentration 50 mcg/ml at a dose rate of 8.542 mcg/day, and dilaudid with concentration 10 mg/ml at a dose rate of 1.708 mg/day. It was reported that in 2017 (year known only), the patient¿s sciatica was acting crazy. Since the pump started malfunctioning her sciatica started acting up like crazy across her spine. The patient had been going to the emergency room (ER) when she could not handle the sciatica anymore because it affects her whole left side and spine. It was indicated that the patient¿s stomach will not hold this pump because it is too big and will not stay in place. Because of the pump flipping the pump sticks out her side and it hurts. It was indicated that it hurts and was tender to have clothes on it. In 2017, the patient had 4 surgeries for pump/catheter kinking. It was further noted that last year the patient had 4 surgeries to anchor the pump down because the pump was flipping, doing somersaults, was loose, and was taking the catheters with it. The catheters were all turned around the pump and kinked. The pump was just not working at all. It was noted as having been a few weeks ago in 2018 that the pump was flipping/ doing somersaults. The patient has an ileostomy under her pump on the other side of her body; refer also to 3004209178-2014-18630 regarding prior event. The hcp moved the pump to the right side because she does not have a gallbladder anymore. The patient had surgery on (B)(6) 2018 to move the pump across her stomach and now she has a catheter that runs across her stomach. As per the manufacture¿s device registry, the catheter was also explanted and replaced on (B)(6) 2018. Since (B)(6) 2018, the patient has had bad stomach pains. Since the pump was moved, a few weeks ago in 2018, the pump was flipping / somersaulting again. It was noted that probably a month after surgery in 2018, the pump started hurting / bruising her hip bone. The pointy end of the pump is hitting her hip bone and it was described as having hurt like "profanity" causing bruising. The patient was in so much pain she could not take it because her bone was bruised. The patient went to see her healthcare provider (hcp) yesterday ((B)(6) 2018) for a catheter study. When the hcp put the pump on the screen there was no way for him to do the study because of the flipped pump. It was further stated that the patient cannot even get the pump filled, but she did get it filled on the (B)(6) 2018. They could fill her pump once before, but they needed to lay her down, but still had a hard time filling her pump. The hcp tried turning the pump down (19 percent decrease), so she does not go through withdrawal. It was noted that the patient needed to decide on whether to have the pump taken out or keep it in. The patient did not have a big stomach. The pump was stated as being too big to place it in her stomach and the pump could not be placed in her back because she has way too much nerve damage. The nerve damaged was confirmed as having occurred prior to receiving their pump. The patient feared if her pump is taken out that she will end back up in her wheelchair and in a lot of pain and she cannot take that. The patient takes dilaudid pills by mouth and the hcp increased them because they did not want the patient to hurt. It was noted that on (B)(6) 2018 a company representative (name was unknown) had told the patient she was getting a smaller pump then the one she had; however, she did not get that pump. It was further noted that the company representative also told her she would not need to get the pump refilled every three weeks, but she did not get that pump. The patient now must have another surgery because she did not get the pump she was told she was going to get. Pump size was reviewed at the time of the report. The patient thinks the manufacturer should make a smaller pump that would fit her body. No further patient complications have been reported as a result of this event.